Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone number: (B)(6); initial reporter address: (B)(6). Investigation summary: no sample was received for evaluation. Five photos were provided. The photos show the packaging blisters; they are empty. The packaging of the needle assembly and syringe are done by bd curitiba. The complaint also mentions needle clogged/ blocked. After the assembly of the needle to the plastic hub and before assembling the plastic shield we have a vision system that inspects 100% all products for clogs. Additionally, two videos were provided. The two videos show packaging blisters, they are empty. The packaging of the needle assembly and the syringe are done by bd curitiba. Since no physical samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: this is the 1st complaint for lot # 9331146 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the root cause for the needle clogged/blocked as reported condition could not be determined. Rationale: CAPA not required at this time.

Event description:
It was reported that 20 needle precisionglide 30x1/2in were clogged. The following information was provided by the initial reporter: "I've bought 2 boxes, both have come with only half of the quantity. The rest of them were without the needle, only the package. And most of the needles are clogged, do not let the gas gets out. Needle precisionglide 13mm 3dmm s/su - 990193 - short count, package empty, needle clogged/blocked - additional information: a lot of needles clogged from this same batch. The gas used is for carboxitherapy, that does not come out from the needle. I use the equipment pluria from htm."